Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency room yesterday due to high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer stated other blood glucose value was 180 mg/dl. Customer experienced symptoms such as shaking and they had memory loss yesterday. Customer declined troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr,unomed inf set.